Event description:
It was reported that (1) device was used during a cardiac procedure. It was reported by the rep that the surgeon fired the atw35 stapler and it jammed. The case was completed by using another instrument. There was no consequence to the pt.